Event description:
IV pump tubing found in supply room stock with a discolored chamber. The chamber is brown in color. Manufacturer response for pump infusion set, bd alaris pump infusion set (per site reporter). Equipment failure reported to bd customer service with arrangement made by infusion complaints department representative. Equipment will be returned to manufacturer when mailing label received.